Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant surgery a patient developed macular edema, treated with steroid injection and topical drops. The lens remains implanted.